Event description:
It was reported that the user experienced fluctuating blood glucose values, noting a high of 275 mg/dl followed by lows to 68 mg/dl and 52 mg/dl, after which the user awoke at 115 mg/dl while using the ilet and treating lows with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education. Investigation included complaint intake and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.